Manufacturer narrative:
B3: date of event - estimated. D4: the UDI number is not known as the catalogue and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other devices mentioned in the pmcf are filed under separate medwatch report numbers. Literature attachment: post-market clinical follow-up (pmcf) report titled, "post-market clinical follow-up evaluation report peripheral guide wires".

Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht extra s'port guide wire may be related to the adverse patient effects of dissection, perforation, myocardial infarction, occlusion and the device malfunctions of failure to cross and difficult advancement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of dissection, myocardial infarction, occlusion and perforation are listed in the hi-torque guide wires for ptca, pta, and stents instructions for use as potential adverse events associated with use of this device. A conclusive cause for the reported difficult to advance and the reported failure to advance cannot be determined. A conclusive cause for the reported dissection, myocardial infarction, occlusion and perforation, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.